Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07/29/2015 with the following findings: the pump display screen was observed to be dim and discolored during investigation. Unrelated to the display issue, the keypad was found to be peeling; all buttons were confirmed responsive.

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on 07/29/2015.